Event description:
The customer reported getting multiple no delivery alarms, and she believes the device is not functioning properly. During the call, the caller mentioned being hospitalized due to high blood glucose over 500mg/dl. Troubleshooting was performed. Attempted to rewind and prime, but the device alarmed no delivery. Assisted the customer to run the manual prime and the insulin did exit. The customer experienced ketones, low blood pressure, and was dehydrated. Instructed the customer that the insulin pump will be replaced and revert to back up plan. Advised to reinsert the reservoir into the device and performed the manual prime and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.